Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the jaws were also cleaned and there was no deposit, but when the opening and closing of the jaws was performed, they could not be opened and closed smoothly. The jaws could not be opened and closed smoothly for vessel treatment, so usage was stopped and a new product was used. There was no patient injury.